Event description:
A malfunction occurred with the customer's pump, indicated by the malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted with repairing the connection to the continuous glucose monitor, explaining the insulin on board and maximum hourly bolus. The customer planned to resume using the pump after loading a new cartridge and was advised to contact support if the malfunction recurred.